Event description:
This is a case report received by baxter (B)(4) on (B)(6) 2010 from (B)(6) the account manager. It was reported that on (B)(6) 2010 an aquarius hemodialysis machine was involved in an alarm incident. At the time of the problem, it was reported that the patient was receiving treatment with a replacement fluid of 2.5 liters pre dilution and 2.5 liters post dilution. The patient was having nursing care that included turning the patient from left side to back. The aquarius machine alarmed on multiple occasions and the alarm status was cancelled on multiple occasions over a 30 minute period. Having accessed the history of this treatment in conjunction with the child's fluid balance chart, a more complete picture has been obtained. The vast majority of the alarm status situations refer to high or low access pressure, low return pressure, blood pump off, low prefilter pressure and also balance system off. Many of these would inevitably have been caused by changes to the child's position that would have compromised the blood flow to and from the vascath. By looking at the child's fluid chart, it can be seen that an excessive amount of fluid was not removed or replaced and she did not become cardiovascularly unstable. No patient injury/harm reported. The device has not been made available for evaluation.

Manufacturer narrative:
(B)(4). What was highlighted once more is the possibility with the version 4 software in the aquarius for the user to repeatedly cancel an alarm situation caused by excessive or inadequate fluid being removed from the patient. This issue has been discussed in detail with the customer. The facility's pediatric intensive care unit together with baxter intend to address this issue initially by means of increased education of all staff involved in the use of this equipment to improve the understanding of the management of alarm situations. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.